Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead oversensing or far field r-wave (ffrw) oversensing on stored episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was intermittent undersensing on atrial lead during stored ventricular tachycardia (vt) episodes.